Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, partial delamination of the valve, one curved opening on the valve, and an observed void >1 mm in non-textured, valve-to shell-bond area. A leak test and microscopic analysis was performed which identified one sharp opening on the valve bond edge, partial delamination of the valve (adhesive failure), and wear/abrasion. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the valve bond edge (anterior) assessed as an unidentified (tear) opening. Also observed was partial delamination of the valve (adhesive failure). Additional, changed, and/or corrected data: b.5, d.4, d.6b, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.